Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and severely tortuous mid left anterior descending artery. The physician was unable to cross the lesion with the taxus express2 2.5x16mm drug eluting stent. The stent delivery system was removed from the patient and the stent appeared to be flared. The procedure was successfully completed with a 2.5x12mm taxus express2 stent. No patient complications occurred. Patient status is satisfactory.